Event description:
It was reported to manufacturer by facility; (B)(6), per facility one of their residents fell out of bed and received closed head trauma, bruise to right eye, bruise on arm and shoulder. No one saw the resident fall and she may have had a seizure that lead up to the incident. She was on an air mattress at the time which was placed on a low bed and bed was in the low position. Facility also stated resident's son is a lawyer and is very angry. (B)(4).